Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 504 mg/dl and high ketones; cause was unknown. Insulin was administered via a manual injection to initially address bg. At the hospital, the customer was treated with intravenous fluids of saline and insulin to treat the elevated bg. A system check was performed, and it was found that the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. The technical support team educated the customer on insulin labeling. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.